Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire broke and was sticking out of the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Upon visual inspection of the device, it was observed that there was no sensor wire provided to complete the investigation. The customer complaint was not confirmed; therefore, a root cause could not be determined.